Event description:
A patient's nephew contacted global technical services (gts) regarding assistance with the patient passing away while using the homechoice (hc) unit during drain cycle 2 of 4. The nephew woke up and found the patient had died, while connected to the hc. Gts assisted the nephew in ending therapy, and removing the supplies. The nephew will call to have the hc and supplies picked up on monday, and gts left a message for product surveillance. Global pharmacovigilance was notified, and provided follow-up information to product surveillance. Per the nurse, the cause of death is unknown. The patient was not hospitalized prior to death, and therapy was ongoing at the time of death. The nurse stated the patient's death was not related, and it is unknown if an autopsy was performed. The hc was operational. Product surveillance contacted the patient's nurse on 04/01/09 who indicated that the patient had a medical history of end stage renal disease secondary to hypertension, but was not on medication for this and was only being monitored for the hypertension. The nurse also stated that over the last several months, the patient had experienced some hypotension, but again was not on medication, and was only being monitored for this. The patient also had an aortic valve replaced in 1998 and part of the parathyroid removed on an unknown date due to hypoparathyroidism. The nurse stated that the patient was on a potassium supplement for hypokalemia and her last potassium level taken a month prior to original date was 3.5. The nurse indicated that the patient was doing well with peritoneal dialysis therapy, having had no issues or problems with the therapy or with the homechoice device used during the incident. The nurse also stated that the patient had never had peritonitis. No further information is available at this time.